Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The mother reported via phone call that the customer experienced high blood glucose. The customer's blood glucose was over 600 mg/dl. Customer stated their blood glucose was 461 mg/dl during bedtime. The customer also reported their current blood glucose was 395 mg/dl customer treated their blood glucose with a manual injection. It was also found the customer experienced nausea and abdominal pains due to their high blood glucose. Troubleshooting was not completed as the customer declined to check for site/insulin issues and leaks or air bubbles. Customer was advised to change out their entire infusion set, reservoir, and insulin. The insulin pump will not be returned for analysis.